Event description:
Device stopped working during case.

Event description:
Device stopped working during case.

Manufacturer narrative:
Product event #(B)(4) lhr / DHR review: no associated manufacturing or servicing issues (no previous returns) evaluation process and outcome: cold solder joints on the component r7 amp board prevented current from being reliably delivered to output transformer t3, yielding reduced power output. (B)(4).

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.